Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (tip of essure coil appeared to extend into the endometrial cavity as well as the myometrium),"), pelvic pain ("pelvic pain"), the first episode of uterine injury ("damage to the inner lining of the uterus"), hemianaesthesia ("right sided numbness") and genital haemorrhage ("abnormal bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity. Concomitant products included ibuprofen, ketorolac tromethamine (toradol) and paracetamol (acetaminophen). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced the first episode of uterine injury (seriousness criterion medically significant), scar ("scar tissue") and endometriosis ("endometriosis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), back pain ("back pain"), hormone level abnormal ("hormonal changes"), hemianaesthesia (seriousness criterion medically significant), nausea ("nausea"), dyspareunia ("painful intercourse"), anxiety ("anxiety"), depression ("depression"), procedural pain ("painful post-operative recovery"), genital haemorrhage (seriousness criterion medically significant), pollakiuria ("excessive need to urinate"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), alopecia ("hair loss"), night sweats ("night sweats"), mood swings ("mood swings"), ovarian cyst ("ovarian cyst"), emotional disorder ("emotional anguish"), weight increased ("weight gain"), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia / abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal pain ("vaginal pain"), menopausal symptoms ("premenopausal symptoms"), cystitis ("bladder infection"), migraine ("migraine headaches"), the second episode of uterine injury ("damage to the inner lining of the uterus") and pain ("physical pain"). The patient was treated with surgery ((B)(6) 2017,total hysterectomy(uterus & cervix removed), bisalpingectomy, right oophorectomy) and surgery ((B)(6) 2017,total hysterectomy, bisalpingectomy, right oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, female sexual dysfunction, pollakiuria, dysmenorrhoea, night sweats, mood swings, emotional disorder, vaginal haemorrhage, menorrhagia, vulvovaginal pain, the last episode of uterine injury and pain outcome was unknown, the pelvic pain, abdominal pain, back pain, hormone level abnormal, anxiety, procedural pain and scar was resolving and the abdominal pain lower, hemianaesthesia, nausea, dyspareunia, depression, genital haemorrhage, endometriosis, fatigue, alopecia, ovarian cyst, weight increased, menopausal symptoms, cystitis and migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, hemianaesthesia, hormone level abnormal, menopausal symptoms, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian cyst, pain, pelvic pain, pollakiuria, procedural pain, scar, uterine perforation, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of uterine injury and the second episode of uterine injury to be related to essure. The reporter commented: following the removal surgery, patient suffered a painful post-operative recovery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Computerised tomogram: in (B)(6) 2017: essure device on the right side. Hysterosalpingogram: on an unknown date: occlusion of fallopian tubes. On an unspecified date in (B)(6) 2017, CT scan was performed that noted the essure device on the right side had caused scar tissue and damage to the inner lining of the uterus. Current weight as of (B)(6) 2018 245.00 lbs. Concerning the injuries reported in this case, the following one/ones were reported via social media pelvic pain, ovarian cyst, dysmenorrhea, menorrhagia, endometriosis¿ most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet received. Event added: damage to the inner lining of the uterus and physical pain. Concomitant and historical condition added. On 12-jun-2018: fu4 & fu5 processed together. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (tip of essure coil appeared to extend into the endometrial cavity as well as the myometrium),"), pelvic pain ("pelvic pain"), uterine injury ("damage to the inner lining of the uterus"), hemianaesthesia ("right sided numbness") and genital haemorrhage ("abnormal bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen, ketorolac tromethamine (toradol) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced uterine injury (seriousness criterion medically significant), scar ("scar tissue") and endometriosis ("endometriosis"). In (B)(6) 2012, the patient experienced migraine ("migraine headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), back pain ("back pain"), hormone level abnormal ("hormonal changes"), hemianaesthesia (seriousness criterion medically significant), nausea ("nausea"), dyspareunia ("painful intercourse"), anxiety ("anxiety"), depression ("depression"), procedural pain ("painful post-operative recovery"), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), pollakiuria ("excessive need to urinate"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), alopecia ("hair loss"), night sweats ("night sweats"), mood swings ("mood swings"), ovarian cyst ("ovarian cyst"), emotional disorder ("emotional anguish"), weight increased ("weight gain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vulvovaginal pain ("vaginal pain"), menopausal symptoms ("premenopausal symptoms") and cystitis ("bladder infection"). The patient was treated with surgery ((B)(6) 2017,total hysterectomy, bisalpingectomy, right oophorectomy) and surgery ((B)(6) 2017,total hysterectomy, bisalpingectomy, right oophorectomy). Essure was removed on(B)(6) 2017. At the time of the report, the uterine perforation, female sexual dysfunction, pollakiuria, dysmenorrhoea, night sweats, mood swings, emotional disorder, vaginal haemorrhage, menorrhagia and vulvovaginal pain outcome was unknown, the pelvic pain, uterine injury, abdominal pain, back pain, hormone level abnormal, anxiety, procedural pain and scar was resolving and the abdominal pain lower, hemianaesthesia, migraine, nausea, dyspareunia, depression, genital haemorrhage, endometriosis, fatigue, alopecia, ovarian cyst, weight increased, menopausal symptoms and cystitis had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, hemianaesthesia, hormone level abnormal, menopausal symptoms, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian cyst, pelvic pain, pollakiuria, procedural pain, scar, uterine injury, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: following the removal surgery, patient suffered a painful post-operative recovery. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2017: essure device on the right side hysterosalpingogram - on an unknown date: occlusion of fallopian tubes on an unspecified date in (B)(6) 2017, CT scan was performed that noted the essure device on the right side had caused scar tissue and damage to the inner lining of the uterus. Concerning the injuries reported in this case, the following one/ones were reported via social media pelvic pain, ovarian cyst,dysmenorrhea,menorrhagia,endometriosis¿ . Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Events abnormal bleeding, apareunia, excessive need to urinate, dysmenorrhea, endometriosis, fatigue, hair loss, night sweats, mood swings, ovarian cyst, emotional anguish, weight gain, perforation (tip of essure coil appeared to extend into the endometrial cavity as well as the myometrium), vaginal bleeding, menorrhagia, vaginal pain, premenopausal symptoms and bladder infection added. On 2-may-2018: medical record received. Medically confirmed case. Concomitant drugs added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine injury ("damage to the inner lining of the uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine injury (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), back pain ("back pain"), hormone level abnormal ("hormonal changes"), hemianaesthesia ("right sided numbness"), migraine ("migraine headaches"), nausea ("nausea"), dyspareunia ("painful intercourse"), anxiety ("anxiety"), depression ("depression"), procedural pain ("painful post-operative recovery") and scar ("scar tissue"). The patient was treated with surgery (a total hysterectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine injury, abdominal pain, abdominal pain lower, back pain, hormone level abnormal, hemianaesthesia, migraine, nausea, dyspareunia, anxiety, depression, procedural pain and scar was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dyspareunia, hemianaesthesia, hormone level abnormal, migraine, nausea, pelvic pain, procedural pain, scar and uterine injury to be related to essure. The reporter commented: following the removal surgery, patient suffered a painful post-operative recovery. Since having the surgery, patient's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2017: essure device on the right side hysterosalpingogram - on an unknown date: occlusion of fallopian tubes on an unspecified date in (B)(6) 2017, CT scan was performed that noted the essure device on the right side had caused scar tissue and damage to the inner lining of the uterus. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.